Event description:
It was reported that pacing impedance measurements on this right ventricular (rv) lead had been gradually increasing since implant and were most recently measured at 1672 ohms. A technical services (ts) consultant recommended bringing the patient in to attempt to find another pacing vector with lower impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).